Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported issue piece of plastic cracked off. The tip cover was found to have tearing at the mouth on the distal (clear) end. The tears are not axially aligned with the tip cover and measure from 0.113 to 0.115 in length. Fa noted the torn pieces were returned with the tip cover and there were no signs of thermal damage present at the end of any tears. Fa concluded that tears at the mouth are most commonly caused by repeated thermal/mechanical stresses.

Event description:
It was reported prior to starting a da vinci-assisted procedure a piece of plastic cracked off into the scrub's hands when replacing tip on instrument. The user swapped to back-up instrument and completed the procedure.